Event description:
According to the available information, the implant was not implanted. Upon implant preparation, the surgeon was not able to get the pump to work. After much trying, the surgeon said the valve was sticky, and he was not confident in implanting it, to ensure a good patient outcome. A new implant was successfully prepared and implanted to continue the procedure.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated the device was nonfunctional, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was not implanted. Upon implant preparation, the surgeon was not able to get the pump to work. After much trying, the surgeon said the valve was sticky, and he was not confident in implanting it, to ensure a good patient outcome. A new implant was successfully prepared and implanted to continue the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.